Event description:
The customer reported a speaker malfunction. Patient involvement is unknown. There was no report of patient or user harm. The device was sent in for bench repair and the technician diagnosed the speaker is defective and needed to be replaced. The device is waiting to be repaired at bench.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporting institution phone #:(B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
A good faith effort (gfe) was made to determine whether the device speaker produced still sound, but no additional information was provided. The bench repair technician (brt) found during testing that the speaker was defective and needed to be replaced. After replacement repair of the speaker was completed the device was fully operational with no additional failures found. The device was returned to the customer.